Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced a syncopal episode prior to receiving therapy from their implantable cardioverter defibrillator (ICD). Reprogramming options were presented, and it was noted that an accelerated rhythm from the initial anti-tachycardia pacing (atp) therapies may be what let to syncope. It was noted the device was found to be functioning normally and the device remains in use. No further patient complications have been reported as a result of this event.